Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that emergency medical services (ems) was called because the patient was alarming 'connect driveline' without any resolution. The emergency medical technician was on the phone with the patient's ventricular assist device (vad) coordinator and the patient's system controller continued to alarm 'connect driveline'. They were able to confirm that it was at the modular cable connection. The vad coordinator walked the emt through how to engage the modular cable connector nut, but they said that when they had it secured it 'kept popping off'. It was recommended that they tape the modular cable to the pump cable until the patient could be transported to an implant center for evaluation, which was done. The patient was alert throughout this process. Additionally, when placed on batteries the patient had a 'connect power' alarm, and the patient was therefore stuck using the mobile power unit (mpu). The batteries were confirmed to have 2019 manufacture dates. They attempted to try different batteries and clips but were unsuccessful. The vad coordinator relayed that it was urgent for the patient to be brought to the hospital immediately, but the patient refused. It was then recommended that as a last resort the controller should be exchanged, since that was the only component aside from the modular cable that had not been troubleshot, however, the patient had no additional controllers or backup equipment on them. The vad coordinator again emphasized the urgency of coming to the hospital, but the patient continued to refuse transport to the emergency department (ed) and stated that their daughter would be called to provide support. Related manufacturer's reference number for the modular cable and system controller: 2916596-2021-05407, 2916596-2021-05414.